Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID (B)(4). Data was evaluated and the allegation was confirmed for transmitter ID (B)(4) on (B)(6) 2021. The probable root cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.